Event description:
The following has been reported: biomed reported: cleaned pump; removed all air from lines; still get air in line message; pulled logs; no patient or infusion interference. A preliminary review identified the following issue: random touches registered. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for ghost screen touches. Upon return, the touchscreen assembly showed signs of previous re-work. This was indicated by bending of the metal frame of the touchscreen display around its latch points. Bending this frame can reduce the effectiveness of the latch and cause a loose connection. This has potential to cause noise in the pcap sense array that could lead to ghost touches. No other potential defects were discovered that could lead to ghost touches. Found indications of warping on the touchscreen input cable. Could not confirm if this was the root cause, since the touchscreen was no longer in the lvp.